Manufacturer narrative:
(B)(4). It is not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided is the average for all the pts.

Event description:
Narvez sarmiento im, hernandez santos jr, tenopala villegas s, jimenez ramos a, cardona hurtado g, torres huerta jc. [Implantable intrathecal infusion pump in pts with chronic pain: assessement of disability and quality of life. Rev. Soc. Esp. Dolor. 2010;17(6):268-273. Summary: the authors conducted a retrospective, longitudinal and descriptive study on 27 pts (21 females; 6 males), aged (B)(6) (average age was (B)(6)), in whom an intrathecal infusion pump with opiods for chronic intractable pain was implanted for at least 6 months. Pain intensity and quality of life was measured prior to implant and at six months. Pain intensity decreased significant and quality of life improved statistically. Reportable event: two complications were reported with the catheter (unspecified). These two cases were resolved favorably upon detection. No further info was available at the time of this report, additional info has been requested. A f/u will be sent when additional info is received.